Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient was having extreme electrical-seeming pain/sensations in their neck and ears. They described it as a scary feeling and wondered if it could be a short. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.